Manufacturer narrative:
Ge healthcare product engineering performed an investigation of this event. Testing of the exhalation valve assembly in the field and in the test lab found no abnormal behavior of the eva. Additionally, there was no evidence in the device logs to point to failure in device or to an erroneous activation of the breathing circuit occlusion alarm. Upon receipt of the breathing circuit and eva, white crystals were observed throughout the breathing circuit, filters, and heat and moisture exchanger (hme). The crystals are likely from the aerogen nebulizer in use during the event. The hme in use can be set so that it is bypassed when a nebulizer is in use. Lab testing found that the event could be reproduced on a test lung by adding a 20 cmh2o/l/s parabolic resistor in line with the expiratory limb of a breathing circuit. For these reasons, it is believed that there was no malfunction with the engstrom ventilator, and the observed breathing circuit occlusion alarm was due to a real occlusion in the breathing circuit. Continued ventilation with an active breathing circuit occlusion alarm necessitates rebreathing of previously exhaled gas trapped in the inspiratory limb as pressure is relieved through the safety valve and the patient can exhale through the inspiratory limb. Over time, this will reduce the fraction of inspired oxygen (fio2) concentration from the set value. (Continued in block h10) h3 other text : ge healthcare product engineering performed an investigation of this event. Testing of the exhalation valve assembly in the field and in the test lab found no abnormal behavior of the eva. Additionally, there was no evidence in the device logs to point to failure in device or to an erroneous activation of the breathing circuit occlusion alarm. Upon receipt of the breathing circuit and eva, white crystals were observed throughout the breathing circuit, filters, and heat and moisture exchanger (hme). The crystals are likely from the aerogen nebulizer in use during the event. The hme in use can be set so that it is bypassed when a nebulizer is in use. Lab testing found that the event could be reproduced on a test lung by adding a 20 cmh2o/l/s parabolic resistor in line with the expiratory limb of a breathing circuit. For these reasons, it is believed that there was no malfunction with the engstrom ventilator, and the observed breathing circuit occlusion alarm was due to a real occlusion in the breathing circuit. Continued ventilation with an active breathing circuit occlusion alarm necessitates rebreathing of previously exhaled gas trapped in the inspiratory limb as pressure is relieved through the safety valve and the patient can exhale through the inspiratory limb. Over time, this will reduce the fraction of inspired oxygen (fio2) concentration from the set value.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an alarm for airway occlusion during a case. Reportedly, the patient was unresponsive when calling out his name. The expiratory flow valve was exchanged which reduced the frequency of the occlusion alarm. The ventilator was replaced, and the patient started responding. A ge healthcare (gehc) on-site examination of the device determined that the device functioned as intended. Gehc will submit a follow-up report when the formal investigation has been completed.